Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 350 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as seizures, unresponsiveness, a heart attack and kidney failure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.